Event description:
Reporter indicated that vns patient was experiencing urinary retention. It was reported that the patient was holding their urine from 6:00pm until 11:00am the following day or longer. Treating neurologist indicated that the thought that the event was resolved.